Event description:
It was reported that during a laparoscopic colectomy, the device misfired. Another device was used to complete the procedure. No adverse consequences reported. No additional information is available.

Manufacturer narrative:
(B)(4). Malformed clip, indicator wheel failure the analysis results found that one (B)(4) device was received with one malformed clip inside the jaws. In an attempt to replicate the reported incident, the device was tested for functionality to evaluate the reported misfire issues. During each actuation of the trigger a clip was fed into the jaws and properly formed. No conclusion could be reached as to what may have caused the reported incident. In addition, the device locked out as intended, but the orange indicator did not show up completely. However, this finding is not related with the incident reported. The batch record was reviewed and no anomalies were noted during the manufacturing process.